Manufacturer narrative:
Instrument was returned to the MFR for evaluation. A visual macroscopic and microscopic examination was performed by a product engineer that revealed that the retaining pin used to retain the setscrew in the iliac driver is flush in the bore. The other half is still captive in the driver. Unable to determine the cause of the event.

Event description:
Date of implant 2007, it was reported that a pt underwent surgery to extend an existing construct up to t2 and down to s1. It was noted that during surgery "the screwdriver's retaining screw was broken off flush inside the screw head while securing the connector to the iliac screw. The broken piece remained in the screw and was not noticed until the surgeon went to tighten the setscrews". The broken portion could not be removed and is now functioning as the setscrew. The physician has no plans for a revision surgery. No pt complications were reported.